Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was found opened and frayed. The proximal end of the braid was not opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at the proximal end¿ was confirmed as the proximal end of the braid was not opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was thought to be the vascular pathway was too tortuous, making it difficult to open a large stent in this path. Repeated adjustments took too long, and the stent failed to open at a location on the greater curvature. Both the stent and the phenom 27 became fatigued, and there was concern about thrombosis in the patient, so the stent was replaced. Resistance for the phenom 27 and navien catheters was normal during delivery and retrieval. Due to overall tension, the stent could not be opened inside the microcatheter at about 3/5 of the distance from the tip end. Repeated attempts at pulling and pushing were unsuccessful.

Manufacturer narrative:
H3: device received, analysis is progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the proximal section. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the posterior communicating artery with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone was 2.7 mm distally and 4.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru level was normal. The angiographic result showed multiple daughter aneurysms of right posterior communicating artery it was reported that on the day of surgery, it was found that dual antiplatelet therapy was not up to standard, so the procedure was temporarily changed to first-stage coil embolization and second-stage dense mesh flow-diverting stent implantation. The second-stage dense mesh flow-diverting stent implantation was performed. After coil placement in the first stage, it was found during the second-stage dense mesh flow-diverting stent placement that the aneurysmal vessel at the c6-7 segments showed a tendency to enlarge. Therefore, the operator planned to use a large stent, starting from the proximal m1 lenticulostriate artery and placing the proximal end near the ophthalmic artery. Based on measurements, a 500-16 stent was finally selected. The phenom27 microcatheter was advanced to the m2 segment. The stent was deployed using the in-situ deployment and push technique. The tip developed an ¿x¿; after multiple adjustments and tension increasing, the tip still did not open properly. After 2-3 adjustment attempts, the customer discussed the issue and planned to deploy it during the microcatheter retrieving ¿small wing¿. After continued deploying the middle part, the stent became flattened and could not be opened at the proximal bend near the ophthalmic artery. Since this was near the release position, attempts were made to retrieve, increase tension, release with navien, and shake, but none succeeded in opening it, so the stent was replaced. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than 2 times. No additional steps were taken to open the pipeline. The pipeline was resheathed and removed with the microcatheter. For the second stent, considering the difficulty of passing the cavernous sinus bend and to reduce the release difficulty, a 475-16 stent was selected. This was successfully deployed in one attempt without additional maneuvers. Routine post-operative massage was performed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a guide catheter: navien6f115, a microcatheter: phenom27

Event description:
Additional information was received. The cause of the event was attributed to the highly tortuous vascular pathway, which made it di fficult to open a large stent in this location. Repeated adjustments prolonged the procedure, and ultimately, the stent failed to open at a point along the greater curvature. Both the stent and the phenom 27 catheter became fatigued, raising concerns about potential thrombosis, so the stent was replaced. Resistance in the phenom 27 and navien catheters was reported as normal throughout both delivery and retrieval. However, due to overall tension, the stent could not be opened inside the microcatheter at approximately three-fifths of the distance from the tip, despite multiple attempts at pulling and pushing. No abnormal resistance was experienced in either the navien or phenom catheters.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.